Event description:
Hcp reports that a pump refill the patient presented with symptoms of withdrawl including a return of pain. Upon aspiration of the pump reservoir volume, the expected volume was 5.7cc and the actual volume was 15cc. A follow up report will be sent when additional information is available.